Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few weeks of implant, the rv (right ventricular) lead pulled back, with the lead noted to not be long enough. The lead was explanted and replaced. No patient complications have been reported as a result of this event.